Manufacturer narrative:
This report is submitted on july 25, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site. Subsequently, the patient underwent revision surgery (specific date not reported) to remove the abutment. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient was treated with oral and topical antibiotics. The patient then underwent revision surgery on (B)(6) 2023, to revise the skin. This report is submitted on july 31, 2023.